Manufacturer narrative:
Additional narrative: it was reported that a patient underwent an open ventral/incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. The hernia repair associated with this event was performed on the patient¿s second hernia recurrence. The patient had respiratory failure post-op requiring ICU transfer and intubation and was discharged home on (B)(6) 2013. In 2014, about 21 months after the hernia repair, the patient felt 2 bulges in the abdomen and experienced asymptomatic recurrent hernia with no complaints of pain and no signs/symptoms of incarceration/strangulation. The surgeon opines that multiple abdominal operations, hernia repairs, h/o endometrial cancer, obesity and diabetes may have all contributed to the patient¿s hernia recurrence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/07/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced recurrent hernia. Additional information has been requested.